Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no"

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 167 and 182 mg/dl and from back to back blood tests of 162, 140 and 136 mg/dl. Customer stated that at times she does use the same finger when conducting back to back blood tests. The customer¿s expected fasting blood glucose test result range is 95 - 126 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 126 mg/dl and 144 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/31/2021 and open vial date is 09/20/2019. The meter memory was reviewed for previous test result history: (B)(6).